Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A percutaneous coronary intervention (pci) was performed. The target lesion was located in a moderately tortuous coronary artery. A 3.00 x 32mm synergy xd drug eluting stent was advanced for treatment. However, during second inflation at 11 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. A percutaneous coronary intervention (pci) was performed. The target lesion was located in a moderately tortuous coronary artery. A 3.00 x 32mm synergy xd drug eluting stent was advanced for treatment. However, during second inflation at 11 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient injuries reported and the patient status was good. It was further that the target lesion was 90% stenosed, and was located in the moderately calcified mid right coronary artery.

Manufacturer narrative:
E1: initial reporter city: (B)(6).